Event description:
A pt reported blood glucose results of 240 and 187 mg/dl with a lifescan meter, performed within 10 minutes of each other. The pt felt "jittery" after testing in the device and contacted a medical professional for advice and was advised to increase their glipzide by 5 mg. The technique of applying blood on the test strip was correct. The test strips that the pt had been using were damagaed. The test strips the pt had been using were not expired. Customer service sent the pt a replacement meter and test strips. Based on the information provided, this case is being reported as a strip malfunction, since the test strips that the pt had been using were damaged.